Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited intermittent high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms via the patient remote monitoring system. Additional information from the field representative indicated that the impedance measurements were not able to be reproduced in the clinic and the cause of the observation was not identified. Subsequently the physician has opted to monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received that the device continued to exhibit a high out of range pace lead impedance measurements greater than 2,000 ohms. A field representative stated that no further actions were performed as all other data measurements were stable. The system remains in service. No adverse patient effects were reported.